Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765 lead, implanted: (B)(6)2001. (B)(4).

Event description:
It was reported that during a post operative check, the patient's left ventricular (lv) lead had no capture. The lead's polarity was reprogrammed. The patient is a participant in the product surveillance registry clinical study. No patient complications have been reported as a result of this event.